Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-03388.

Event description:
The representative from the patient relations department reported that the customer was admitted to the emergency room. The caller stated that during the treatment the customer's continuous glucose monitoring device was removed and is now missing. The caller did not have details about the hospitalization and was not sure if the event was diabetes related. No further information was provided.